Event description:
The bivona tracheostomy tube pulled out of the airway and occluded when the pt was turned for a routine procedure. The tube might have pulled through the flange, or the entire assembly might have pulled back. The lost airway was managed by intubation and the bivona was replaced and held in place with twill tape ties directly on the tube as well as the flange and pin.